Manufacturer narrative:
D9 - date returned to manufacturer: 9/24/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a "force sensor bgnf" error during the syringe plunger sensor testing in the monitor digital sensors. The cause of the customer reported problem was the syringe plunger sensor was not working. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative calibrated and reset the configuration for the plunger sensor and it passed diagnostic readings when verified through the test for the "force sensor bgnd" error. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device had force sensor bgnd test. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.